Event description:
It was reported that on (B)(6) 2025, a 27mm navitor valve was selected for implant. The patient had aortic stenosis, aortic insufficiency and left bundle branch block (lbbb). With mild calcium with a very horizontal root. The patient's aortic valve angle was noted as 79 degrees. It was noted that there was mild calcium. Pre-implantation balloon aortic valvuloplasty (bav) was done with a 22mm non-abbott balloon. The annular dimensions of the native valve were: annulus min 22.6mm, max 24.3mm, avg 23.5mm. Area 429.2mm2, perimeter 74.2mm, lvot 71.7mm perimeter min 20.7mm, max 24.1mm, avg 22.4mm. During the procedure, while the device was being deployed, the valve popped up towards the aorta. It was noted that the view for cusp overlap was not good as the heart was rotated and there was a steep root angle. With the angles available, it was assessed that the implant depth of the valve was 3mm on the non-coronary cusp (ncc) and 5 on the left coronary cusp (lcc). All three tabs were confirmed to be released in two views. The valve was never resheathed more than two times. The cause of the migration was undetermined. The physician planned to perform a valve-in-valve with a 23mm non-abbott valve. The physician was advised to snare the navitor out of the way and to move it to the sinotubular junction (stj), below major vessels as to not risk coronary obstruction. The physician places the non-abbott valve in position at the native annulus and then attempted to snare the navitor valve. Only one gooseneck snare was used the valve was able to be moved up slightly, but then the snare on the valve was lost and left the navitor valve blocking the coronaries. The patient lost hemodynamic stability and chest compressions were started. Additional attempts were used with the gooseneck to snare the valve followed by a tulip snare while chest compressions were occurring but was not successful. The use of the single snare used to pull back the navitor into the ascending aorta caused injury to the greater curvature of the aorta with the crown being embedded in the aortic wall and bent back which resulted in an aortic dissection. The physician asked for perfusion to prep for ECMO (extracorporeal membrane oxygenation) and the 23mm non-abbott valve was implanted without any hemodynamic recovery. The physician then attempted to use the non-abbott valves balloon to walk up the navitor several times unsuccessfully. This was again attempted with a 26mm non-abbott balloon and the navitor was able to be moved up enough to free the left main, but not the right. As the patient was left dominate, this wasn't a concern. The physician wanted to snare the navitor up a little more and wanted to put a wire through the navitor and then snare the wire. As a result of this, the tubing for the ECMO was punctured and the perfusionist was unable to hold hemodynamic stability. The patient's rhythm flat lined and the physicians discontinued life saving measures. The patient passed away on (B)(6) 2025.

Manufacturer narrative:
It was reported that during navitor implant procedure the valve popped up towards the aorta while the device was being deployed. A valve-in-valve the non-abbott valve was placed in position at the native annulus and then the navitor valve was attempted to be snared. The patient lost hemodynamic stability and chest compressions were started. A single snare was used to pull back the navitor into the ascending aorta; this caused injury to the greater curvature of the aorta with the crown being embedded in the aortic wall and bent back which resulted in an aortic dissection. A 23 mm non-abbott valve was implanted without any hemodynamic recovery. A second snare was attempted. However, the patient was hemodynamically unstable and CPR was required. Despite ECMO, the patient did not survive. The device remained implanted and will not return to abbott for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. A review of cine review was performed at abbott. The patient had challenging anatomy with ~80 deg horizontal aorta. Initial navitor implant position appeared high during partial deployment. Implant was released while at annulus or slightly above on the ncc side and 1mm depth on the lcc side. Releasing at high implant position increases risk of valve migration/embolization. Based on information available, the cause of reported device migration is possibly related to the challenging patient anatomy which may have made it difficult to implant the valve at recommended implant depth of 3 mm. The exact cause of reported incident could not be conclusively determined. The reported surgical intervention was a result of case-specific circumstances as valve-in-valve was performed. The reported complications post implant and patient death appears to be a cascading effect. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor valve was selected for implant. The patient had aortic stenosis, aortic insufficiency and left bundle branch block (lbbb). With mild calcium with a very horizontal root. The patient's aortic valve angle was noted as 79 degrees. It was noted that there was mild calcium. Pre-implantation balloon aortic valvuloplasty (bav) was done with a 22mm non-abbott balloon. The annular dimensions of the native valve were: annulus min 22.6mm, max 24.3mm, avg 23.5mm. Area 429.2mm2, perimeter 74.2mm, lvot 71.7mm perimeter min 20.7mm, max 24.1mm, avg 22.4mm. During the procedure, while the device was being deployed, the valve popped up towards the aorta. It was noted that the view for cusp overlap was not good as the heart was rotated and there was a steep root angle. With the angles available, it was assessed that the implant depth of the valve was 3mm on the non-coronary cusp (ncc) and 5 on the left coronary cusp (lcc). All three tabs were confirmed to be released in two views. The valve was never resheathed more than two times. The cause of the migration was undetermined. The physician planned to perform a valve-in-valve with a 23mm non-abbott valve. The physician was advised to snare the navitor out of the way and to move it to the sinotubular junction (stj), below major vessels as to not risk coronary obstruction. The physician places the non-abbott valve in position at the native annulus and then attempted to snare the navitor valve. Only one gooseneck snare was used the valve was able to be moved up slightly, but then the snare on the valve was lost and left the navitor valve blocking the coronaries. The patient lost hemodynamic stability and chest compressions were started. Additional attempts were used with the gooseneck to snare the valve followed by a tulip snare while chest compressions were occurring, but was not successful. The physician asked for perfusion to prep for ECMO (extracorporeal membrane oxygenation) and the 23mm non-abbott valve was implanted without any hemodynamic recovery. The physician then attempted to use the non-abbott valves balloon to walk up the navitor several times unsuccessfully. This was again attempted with a 26mm non-abbott balloon and the navitor was able to be moved up enough to free the left main, but not the right. As the patient was left dominate, this wasn't a concern. The physician wanted to snare the navitor up a little more and wanted to put a wire through the navitor and then snare the wire. As a result of this, the tubing for the ECMO was punctured and the perfusionist was unable to hold hemodynamic stability. The patient's rhythm flat lined and the physicians discontinued life saving measures. The patient passed away on (B)(6) 2025.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.